Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 445.081; lot: 8731538; manufacturing site: raron; release to warehouse date: december 16, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed, and the used material was according to iso-5832-02 specification for implants for surgery. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent revision surgery with osteosynthesis on an unknown date. The patient was initially implanted with a titanium (ti) locking compression plate (lcp) reconstruction plate on an unknown date. On an unknown date after the primary surgery, the plate broke. The patient experienced pain and functional discomfort. Procedure and patient outcome is unknown. Concomitant device: screws (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) 3.5mm ti lcp reconstruction plate. This is report 1 of 1 for complaint (B)(4).